Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, a mitral valve replacement was performed and this 29 mm sjm epic valve was implanted. On (B)(6) 2017, redo mitral valve replacement was performed and during the explant procedure, a tear in the free edge of one cusp was noted. A 33 mm sjm epic valve was implanted.

Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 were torn, and all three cusps contained degenerative changes. There was fibrous pannus ingrowth on the inflow surface of cusp 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.